Event description:
Patient reported that stimulation hasn't worked for 3 years, since about 2013. The patient stated they are considering having implantable neurostimulator (ins) explanted but it was not clear if patient would get a replacement ins or not. Additional information reported later that testing was performed. The patient was going to have it removed, but she never followed up, her sister was dying. The patient was now ready for it to be removed. There was no resolution; patient was last seen on (B)(6) 2015. The patient's surgery was scheduled for (B)(6) 2015. The patient has significant pain at the interstim site which was the reason for its removal. The patient had two issues worsening at this time. The patient incontinence was discussed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation/fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.